Event description:
It was reported that a patient underwent a c6/c7 fusion with disc implantation at c5/c6. At an unknown time post-op, the patient returned with radicular pain in the right arm and numbness in the hand of the c6 nerve root. Surgeon prescribed conservative treatment but the patient got worse. X-rays show a narrowing of the disc space. Surgeon did a revision and discovered a "wrecked disc" and removed it. The level was also fused. The patient is said to be fine now. X-rays and CT scans will follow.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that exponent has performed an analysis of a retrieved disc. The disc is made up of the following components: two titanium shells, two titanium retaining wires, a polycarbonate urethane nucleus (pcu), a segmented polyurethane shell (spu), and two titanium seal plugs. The sheath was still attached to one of the shells. Bone remnants were apparent on the backside of both shells. Adhesive abrasive wear was noted on the nucleus using macroscopic techniques. The shiny surface was no longer intact. A large portion of the perimeter of the nucleus was missing consistent with chronic impingement between the nucleus and the shells. In addition, the shells showed signs of impingement along with damage to the articulating surface. Disc was explanted after 2.3 years in vivo. The observations of abrasion from optical microscopic examination and white light interferometry support wear as the most likely mechanism for the height loss rather than creep. Evidence was found of chronic impingement of the total disc replacement components based on missing material around the perimeter of the nucleus. No evidence was found of damage that would suggest a defect in manufacturing or processing of the implant components. Analysis revealed broadening of the spectra of the nucleus consistent with soft segment rearrangement in the pcu.